Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Reportedly, the patient did not calibrate after the inaccuracy. Additionally, the patient used multiple bg meters throughout the same sensor session. No additional event or patient information is available. No data was provided for evaluation. Confirmation of the complaint was undetermined. The probable cause could not be determined. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Labeling indicates: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate.